Event description:
It was reported that the customer received a compromised force sensor system alarm. It was also reported that the customer had a loose drive support cap. Customer's blood glucose level at the time 315mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a cracked and detached end cap. The prime test could not be performed due to the damage to the end cap. However, the insulin pump passed the displacement test. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, a broken reservoir tube lip and a stained end cap sticker.